Manufacturer narrative:
This report is being submitted to relay additional information. Method code was updated to 4109. Results code was updated to 213. Conclusions code was updated to 67. Narrative/data was updated. Similar complaints for bone loss related problems have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : summary investigation

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to bone loss. Tooth location 10. Moderate bone density (type ii).